Manufacturer narrative:
It is indicated that the device was disposed at the facility and will not be returned for evaluation; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and there were no patient complications or adverse effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.